Event description:
Caller reported a pixel issue on the pump display, which affected the customer's ability to read and interact with the screen. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.